Manufacturer narrative:
The account found the ratchet rivets that secure the end tube to the top of the side rail were missing from the left side rail, preventing the rail from latching. The most likely cause is force such as the side rail being ran into an object during transport. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the ratchet rivets to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail would not latch. The stretcher was located in the repair area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).